Event description:
It was reported that a patient with an implanted defibrillator (ICD) reported a stinging in the area of the ICD; the stinging comes and goes. No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.